Event description:
It was reported that the customer were in emergency room on (B)(6) 2019 at 2:30-3:00 pm. The current blood glucose is 167 mg/dl. The customer's blood glucose level was unknown. The customer's blood glucose was started dropping low while sleeping and blood glucose was monitored and no actual treatment was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.